Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2005; 407645 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lv (left ventricular) lead had high thresholds, intermittent capture, and was causing diaphragmatic stimulation with exit block. The lv lead was programmed off, and then capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.